Event description:
The bonded joint between the zero stopcock and the pressure tubing failed during induction of the anesthesia on a pt undergoing carotid endarterectomy, resulting in a clotted off arterial line and severe hypotension which required treatment. The tracing on the a line was lost and the line could not be flushed. Pt recovered without sequelae. The incident occurred about mid june 1997.

Manufacturer narrative:
The unbonded connection areas were attached and detached with mating parts on several occasions with no problems observed. The kit was also examined for detached connectors with none found. Following visual evaluation, pressure was applied to the kit in order to detect any leaks. There were none observed. Co was unable to duplicate the problem experienced with the returned monitoring kit.